Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history record (DHR) review could not be performed as no serial number was reported and there was no device return to inspect for a serial number. If the serial number becomes available at a later date, the DHR shall be reviewed. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the lamp due to the end of its service life or due to an accidental failure.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the user had reported that upon connecting a clv-190, evis exera iii xenon light source, with a cv-190, evis exera iii video system center, an e103 message was displayed on the cv-190. The user was instructed to replace the bulb in the clv-190 and if the error continues, to send the device in for repair. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing.  A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that a clv-190, evis exera iii xenon light source, displayed an e103 error message on the cv-190 during preparation for use. There were no reports of patient harm associated with this event.